Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Although the complaint was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device did contribute to the customer reported issue. Event verification was performed and no procedure was logged on the reported event date of (B)(6) 2023. No instrument information was obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a clip from an unspecified clip applier instrument allegedly came off from the retained tissue. It is unknown if the fallen clip was retrieved. No additional information was provided by the customer. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: no additional information can be provided based on the hospital¿s privacy policy.